Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to replicated nor confirmed the customer reported complaint. Visual inspection of the instrument showed no blade exposed and no conductor wire damage. No bio debris was found at the instrument tip. Self-check passed on an in house da vinci system. Cut and seal function passed with no issues. The instrument passed the electrical continuity test. Device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Although failure analysis investigations was unable to confirm or replicate the reported sealing issue, this complaint is being reported due to following conclusions: the endowrist one vessel sealer instrument allegedly stopped sealing during the surgical procedure. No adverse event occurred as result of the reported issue.

Event description:
It was reported that during a da vinci robotic assisted inguinal hernia repair procedure, the endowrist one vessel sealer instrument stopped sealing. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient. On (B)(6) 2015, intuitive surgical inc. (Isi) obtained the following additional information from the initial reporter: the endowrist one vessel sealer instrument's sealing function was working prior to the reported sealing issue. The reporter also stated that tissue effect was observed, there were no error messages displayed on the generator, and the surgeon cannot recall specifically the sealing cycle time.